Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that interstim patient who was doing well with their retention until sometime after their itb pump was implanted july 13. Patient called and asked if it baclofen could impact bladder control putting them back into retention. Manufacturer representative (rep) called tech services and they stated in the itb study had 1 patient reported retention. This patient has cp.-###-from (B)(4)-aug-15 (B)(4) (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller reported that the patient had an interstim device for urinary retention and then started experiencing retention again after they had a baclofen pump placed. The patient reported the baclofen dose has been increased twice and the patient has an appointment to have it increased again. The caller did not know the dose or concentration of the baclofen being administered to the patient. The caller reported that they switched interstim programs to try to determine if that affected the patient's symptoms. The caller stated that they thought that patient started having the change at the end of july a couple weeks after the pump was placed but the caller was not sure. Additional information was received from a manufacturer representative (rep). The rep reported that as for intervention, the program was changed